Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis system was offline. Customer reported the pyxis screen was black. Attempted to power cycle the machine, but the issue persisted. When the switch was flipped on, the machine emitted a beeping noise, yet the screen remained black. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was offline. A field service engineer found drawers 4.1 and 4.2 were holding the station down. Replaced the controller board and drawer boards. Rebooted the station and reconfigured the drawer. Testing confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.